Event description:
The account reported the bed moves backwards when the intellidrive is pushed forwards. The bed is located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account troubleshot with hill-rom technical support and was asked to adjust the potentiometer and the issue remains. Hill-rom technical support told the account to replace the power gauge power control board assembly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account ordered the power gauge power control board assembly and will install the board once it is received to resolve the issue. Based on this info, no further action is required.